Event description:
It was reported that during a da vinci myomectomy surgical procedure, a cable on the mega suturecut needle driver instrument was identified as being broken. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument grip cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the instrument's wrist were intact and undamaged. Failure analysis investigation also found that the instrument grip cable was derailed at the distal clevis hub. The hub did not exhibit any wear and was undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed grip cable, if to recur could cause or contribute to an adverse event.